Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Two potential findings were identified. As no sample was returned for investigation, it could not be determined if the finding was relevant to the reported event. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that, after insertion of the catheter, the user couldn't tear the peel-away sheath properly; the sheath got torn in the middle. Therefore, the catheter was removed and replaced with a new one. No injury to the patient occurred. The same issue occurred to 5 kits, different patients. The associated emdr report numbers are 9680794-2025-00130, 9680794-2025-00129, 9680794-2025-00128, 9680794-2025-00127 and 9680794-2025-00126.

Event description:
It was reported that, after insertion of the catheter, the user couldn't tear the peel-away sheath properly; the sheath got torn in the middle. Therefore, the catheter was removed and replaced with a new one. No injury to the patient occurred. The same issue occurred to 5 kits, different patients. The associated emdr report numbers are 9680794-2025-00130, 9680794-2025-00129, 9680794-2025-00128, 9680794-2025-00127 and 9680794-2025-00126.

Manufacturer narrative:
(B)(4).